Event description:
It was reported that the patient had withdrawal. There was a volume discrepancy with the pump, with an actual residual volume of 0 ml and an expected residual volume of 11 ml. The event logs were normal; a catheter dye study and a roller study were done and nothing abnormal was found. The programmer showed the catheter volume to be 0.32 ml.

Manufacturer narrative:
(B)(4).